Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of this patient¿s death is unknown. It was reported that automated peritoneal dialysis (apd) was ongoing at the time of death and the patient was connected to the homechoice when they expired. The patient had not been hospitalized. An autopsy was not performed and a death certificate was not available. No additional information is available.

Manufacturer narrative:
(B)(4). As the reported event of death was not matched to this device until after the device had been serviced, a complete device analysis could not be performed to investigate the reported event. However, a review of the event history log revealed no failure, malfunction or increased intraperitoneal volume events that could have caused or contributed to the reported event. The device passed returned instrument testing evaluation electrical and functional testing. A review of the service history revealed no previous service events that would cause or contribute to the reported event. Should additional relevant information become available, a follow-up report will be submitted.